Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed an e117 scope communication error was present. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that their olympus visera 4k uhd camera control unit was presenting an e117 error code during use. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h10. Correction to h10 ¿ the olympus service center did not confirm the reported event during inspection and testing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the error code (e117) was unable to be duplicated. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.